Event description:
It was reported that the battery pins are bent. There was reportedly no patient involvement.

Event description:
It was reported that the battery pins are bent. There was reportedly no patient involvement. One battery pca was returned for failure analysis. The reported problem was not verified during operational test and visual inspection. No fault was found with this battery pca.